Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
It was reported that the customer received a motor error alarm during the priming process. The customer's blood glucose was 405 mg/dl. The customer mentioned that she had been in a vehicle accident caused by herself. Advised customer to do a complete set change. Asked the customer to deliver a five unit via fill cannula. The customer received another motor error alarm. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.